Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a correction injection using multiple daily injections (mdi) to address the high blood glucose and did not seek assistance from a third party. Technical support decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.